Event description:
During the molding of the ipsilateral iliac leg graft, the external iliac artery ruptured. The pt became immediately hypotensive from the bleeding into the pelvis. An emergent repair was performed to seal off the flow of blood, utilizing an iliac leg graft deployed to cover the vessel damage in the external iliac artery. Closure of the access vessel on the left side occurred without complication. During the process of closing the right access vessel, it was again noticed that the pt became hypotensive. Suspecting that there was bleeding in the aneurysm, the abdomen was surgically opened. No rupture of the aneurysm was detected, however, a tear in the external artery was noted distal to the loops used to seal the vessel. A repair of the vessel was performed.